Manufacturer narrative:
Date of event: (B)(6) 2018. Report date: 29oct2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the second generation display was blank. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 01/21/2019. Date rec¿d by MFR: 04/24/2019. The customer reported that displays is blank. The customer replaced multiple parts per product support recommendation , but the problem was not resolved. The customer requested for field service engineer (fse) to repair the unit. The fse began with replacing the motor controller board, cpu and the power management boards. Fse then connected the gui and the issues was not resolved, unit is turning on screen is not lighting up but the power light does light up green. Fse spoke with tech support about the issue, it was recommended that the power supply board be replaced. The customer declined the servicer due to the cost of the repair. No further action done with this unit. The fse returned the motor controller that was replaced and no problem found during failure analysis. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.